Event description:
Pt connected to a siemens servoventilator model 300. After about 2 hours of normal ventilating the ventilator started making strange sounds and normal ventilation stopped. Alarms sounded and the patient was bagged. A replacement ventilator was connected to the patient.